Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following implant of this annuloplasty band in the mitral position, this device was explanted and replaced. According to the physician, the attempted repair failed, but was not due to any problems with the band. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.